Event description:
Litigation alleges patient suffers from pain and tenderness, and elevated metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update jul 05, 2017: pfs and medical records received. After review of medical records for MDR reportability, in addition to what was previously reported, clinic visit noted the patient has had her left hip come out of the joint on multiple occasions. On the revision note, it was reported that there has been a blackened synovial fluid consistent with metallosis encountered. The femoral component was found to be well fixed. Laboratory values for cobalt/chromium is above 7 ug/l however it is not significant to the date it was being alleged. This complaint was updated on: jul 18, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/8/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability, metallosis, and malpositioned cup. No labs were provided for the alleged high metal ions. Part/lot is being updated and the cup is being added to the complaint. The complaint was updated on:10/5/2015.

Event description:
Ppf alleges abductor muscle repair and metal wear. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (left hip).